Event description:
The reporter stated the surgeon noted a piece of the aq2015a three piece silicone lens was missing after it was inserted into the eye. The lens was removed and replaced with another same model lens without any patient injury. The missing piece of the lens was later discovered in the cartridge. The reporter believes there is a problem with lubricity or circumference of the cartridge.

Manufacturer narrative:
The product pertaining to this event was not returned for evaluation, however, the lens was received and inspected. The visual inspection of the lens showed tears in the optic and a clear surgical residue on the lens. (B)(4).

Manufacturer narrative:
Patient (B)(4) - no consequences or impact to the patient. Device (B)(4). - lens, damaged by cartridge. (B)(4).